Event description:
The account generated a false positive architect bhcg of 480 miu/ml on sid: (B)(6) that repeated negative. A second blood tube from the same collection also tested architect bhcg negative. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.